Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "blurred vision" was confirmed. According to henke: outer tube was bent; optical components inside the optical system were broken; distal end was damaged; main body was damaged (scratched). The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.